Event description:
A surgeon reported that his pt experienced repeated dislocation after performing a cmc arthroplasty using an ascension pyrohemisphere (phs). It was reported that the dislocations resulted from the laxity of the collateral ligaments. The surgeon attempted to correct the issue by tightening the collateral implants and also up sizing the implant from a size 20 phs to size 30 phs. These attempts was unsuccessful. Reference MDR number 1651501-2009-020. It was also reported that another surgeon treated the pt subsequently. The second surgeon removed the trapezium and used the pt's abductor pollicus longus (apl) for a lrti arthroplasty. It is unk whether the second implant (size 30 phs) was removed.

Manufacturer narrative:
The initial report for this event was rec'd on (B)(4) 2009 with limited info. Upon performing a search for records at ascension orthopedics, it was discovered that the up sizing of the implant took place in a separate surgery. Therefore, a second MDR is being filed.